Event description:
Doctor was performing a right shoulder arthroscopy; allegedly, after the procedure, it was noted that pt had received a 1'x7mm superficial burn on shoulder. Other than loose bandage, no medical attention was necessary. Procedure was completed.